Event description:
Additional information: the patient was asymptomatic. The event reportedly resolved without any equipment being exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and low voltage hazard alarms was confirmed via the submitted log file. The submitted log file contained approximately 46 days of data (B)(6) 2019 ¿ (B)(6) 2019, per the time stamp). On (B)(6) 2019 at 15:31, the controller has captured a no external power as well as a low battery hazard alarms while the patient was connected to a power module and switched to 14v batteries at 15:41. The associated voltage values suggest that this event was the result of both system controller power cables being simultaneously disconnected from power. These alarms did not affect the controller's ability to support the pump at the set speed as the system was supported by the backup battery. Despite these findings, there were no other notable alarms or events active in the log file. The power module was not returned to abbott for analysis nor the serial number was reported; the device remained in use. The provided information indicated that no equipment was exchanged nor will be returned to abbott for evaluation. Analysis of the submitted log file indicated that the root cause for the no external power alarm was determined to be due to both power cables being simultaneously disconnected from power. Section 3 of the heartmate ii patient handbook, entitled ¿powering the system¿, instructs the users to keep at least one power cable connected to a power source at all times. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The product has been updated to the power module.

Manufacturer narrative:
Approximate age of device: 2 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient experienced a no external power alarm and low voltage alarms. Log file analysis confirmed the events. The account reported there was no loss of power that could have caused the no external power event. It was reported the alarms could have been cause by a poor connection between the controller and patient cable. No further information was reported.